Event description:
Customer awoke feeling "unwell" and obtained a result of 29 mmol/l on the performa nano system. He took 8 units of rapid-acting insulin based on this result. About 1.5 hours later the customer was in "insulin shock." The customer's wife treated him with a glycogen injection and customer tested 4.2 mmol/l on the performa nano system. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.